Manufacturer narrative:
(B)(4). F10 patient codes: 1750-labeled, 1994-not labeled, 3191-not labeled. F10 device codes: 1395 - labeled. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Lawyer-filed report e2012020.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013, and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia

Manufacturer narrative:
Date sent to FDA: 08/16/2016. It was reported that the patient concurrently underwent sacral colpopexy and cystoscopy. No additional information was provided.